Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became damaged. Reportedly, the bottom of the cartridge came off. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 200-250 mg/dl.